Event description:
There were multiple and ongoing problems with this device from the time of installation (2/2003) until the time it was replaced (2/2004). Problems included: system locks with images lost, frequent pixel mappings, frequent brick/array replacements, frequent detector replacements, multiple image artifacts and image cut off, faulty circuit breaker and relay, faulty modem. These problems resulted in a need for multiple repeat studies as well as cancellations when the system went down. Device was replaced with a similar model that has been functioning properly.